Manufacturer narrative:
Unit received with e52 alarm loop during power up. Unable to perform the self test and displacement test or verify button keypad anomaly due to e52 alarm. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for button keypad anomaly or e52 alarm complaint. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly, keypad assembly, battery connector, motor, vibrator. However, found unlocked j2/lcd keypad connector during visual inspection. Swapping out test boards confirms e52 alarm is isolated to mother board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, stained keypad overlay, stained address/serial number label and stained end cap sticker. Unable to confirm keypad buttons anomaly due to e52 alarm. Unit received with e52 alarm; problem is isolated to mother board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the b key was not sensitive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.